Event description:
This pt had a subcutaneous mastectomy involving the right breast and following surgery had immediate reconstruction utilizing a textured implant on 6/30/95. Following surgery she had some difficulties with ischemic edges of tissue but this wasn't too much of a problem but had unrelenting pressure symptoms and pain. She couldn't sleep. She couldn't lay on her side, and it was very frustrating for her. There did not appear that there was any infection or fluid around the implant. Pathology report indicates: an intact breast implant 10 cm in greatest dimension.